Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two piccs fractured. It was stated staff noticed some positional functioning issues and occasional pwo and finally leakage at PICC entry site, after removal PICC showed fracture 2-4cms above entry site. Both piccs were secured in situ with securacath. This report addresses the first of the two devices.